Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock and probe were damaged during sterile processing department (spd). No patient was present at the time of the event.

Manufacturer narrative:
The universal grey tracker was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. One side tab of the returned tracker was broken off at the tip and the other tab was sticking. Otherwise, with markers attached and fully seated the tracker returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock and probe were damaged during sterile processing department (spd). No patient was present at the time of the event.